Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) went bad and was turned off. The patient planned to have the ICD removed. It was also reported that the remote monitor was disconnected from the patient remote monitoring network. No troubleshooting indicated for the disconnected remote monitor. It was further reported via follow up with the patient's healthcare provider that the right ventricular (rv) lead displayed t-wave oversensing (twos). Subsequently, the patient received inappropriate shocks and experienced severe anxiety. Additionally, the rv lead triggered a lead integrity alert (lia). The patient ultimately declined a lead revision or replacement and the device system was programmed off. The monitor remains in use. No further patient complications have been reported as a result of this event.